Manufacturer narrative:
D4 - primary UDI number updated. Section b5: describe event or problem update: clarification was provided. The sample 1 result = 2.58 miu/ml and the sample 2 result = 118 miu/ml. A review of tickets was performed for the likely cause reagent lot number 76183fz01. The ticket search determined that there is normal complaint activity for the lot number and there are no trends for the product related to patient results. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the anti-hbs reagent did not identify an increase in complaint activity related to reagent lot 76183fz01. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the alinity I anti-hbs reagent lot# 76183fz01.

Event description:
The customer observed false reactive alinity I anti-hbs result on a 59-year-old male patient who had a record of blood transfusion between the two blood draws. The results provided were as follows from two different samples: sample 1, results = 118miu/ml, sample 2 results = 2.58 miu/ml. Retest results for both samples were consistent. The customer uses reference range 0-10 miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed false reactive alinity I anti-hbs result on a 59-year-old male patient who had a record of blood transfusion between the two blood draws. The results provided were as follows from two different samples: sample 1, results = 118miu/ml, sample 2 results = 2.58 miu/ml. Retest results for both samples were consistent. The customer uses reference range 0-10 miu/ml. There was no reported impact to patient management.